Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear pulmonary vein isolation was selected for use. Once aspiration was performed after insertion, air was noted. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Even though the sheath passed leak testing, the torn hemostatic valve could potentially contribute to air ingress or leaks during use of the sheath.

Event description:
It was reported that faradrive steerable sheath clear pulmonary vein isolation was selected for use. Once aspiration was performed after insertion, air was noted. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.